Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer had a blood glucose level of 51 mg/dl. Customer called in and stated he had a bad sensor. Customer tried to calibrate and it failed. He turned off the sensor feature. Customer turned it back on after a while and then calibrated again and it failed and told him to change it. Customer had a blood glucose level of 51 mg/dl. Customer was able to get sensor replaced. Device was not returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose level was 51 mg/dl. Customer declined troubleshooting for the low blood glucose.